Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006 UDI for concomitant product, tined lead: (B)(4).

Event description:
It was reported the patient had good response with their implant, but they had two different bladder infections after the implant. The first urinary tract infection (uti) lasted a month and a half. The patient took three different medications to get through it, just oral antibiotics. The second uti had the patient take one round of antibiotics and has not had a uti since. The patient did urine tests for both utis, but culture taken. The patient also said if they do not get enough water, they will get raw down there. The patient also experienced a diaper rash that felt like irritation. The patient now takes a pill once a month to prevent utis. The first uti happened shortly after the initial implant procedure (last year) and the second one occurred three or four months ago. The therapy support specialist confirmed the patient is taking a once-a-month pill to prevent utis and it seems to be helping so far.

Event description:
It was reported the patient had good response with their implant, but they had two different bladder infections after the implant. The first urinary tract infection (uti) lasted a month and a half. The patient took three different medications to get through it, just oral antibiotics. The second uti had the patient take one round of antibiotics and has not had a uti since. The patient did urine tests for both utis, but culture taken. The patient also said if they do not get enough water, they will get raw down there. The patient also experienced a diaper rash that felt like irritation. The patient now takes a pill once a month to prevent utis. The first uti happened shortly after the initial implant procedure (last year) and the second one occurred three or four months ago. The therapy support specialist confirmed the patient is taking a once-a-month pill to prevent utis and it seems to be helping so far.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006 UDI for concomitant product, tined lead:(B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Based on this investigation, the investigation conclusion code of 'known inherent risk of device' was chosen as the allegation relates to "infection, urinary tract" which is addressed in the product labeling and risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.